Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, broken belt clip slot, cracked case reservoir tube window corner, broken battery tube threads, missing reservoir tube o-ring and cracked lcd window. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.

Event description:
The customer reported via phone call that the battery compartment and reservoir compartment had crack. The customer¿s blood glucose level was 150 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.